Event description:
The event occurred on an unspecified date in (B)(6) 2022 and involved a diana cassette that the customer reported after preparation of infusers the outer silicone strip on the spiros breaks. The event occurred during preparation of the cytotoxic medication called fluoro-uracil using the diana pump. The product was in use for 30 minutes and once it started to leak, the device was changed out/replaced with no further problems encountered. There was no patient involvement, no patient harm, no delay in critical therapy. However, there was unprotected chemotherapy exposure to the healthcare provider that was wearing ppe. There was no serious injury/death, no blood loss and no medical/ surgical intervention required. This captures the fourth of five events.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Date returned to manufacturer was inadvertently populated due to system limitations.